Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported via facility medwatch (B)(4) that stent damage occurred. A 3.5x20 synergy¿ drug-eluting stent was selected for use. However, while trying to advance the stent through the tuohy, the hypertube was bent causing the stent to kink, making it undeliverable. The procedure was completed using a non-bsc stent. No patient complications were reported.